Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The customer provided one test strip for investigation where it was tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. The customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apas are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The customer had bleeding in their eye socket that started on (B)(6) 2019. The customer went to their primary doctor as well as their ophthalmologist on (B)(6) 2019. The customer had a lab test done during the visit to the primary doctor. No cause was determined for the bleeding in the eye socket and no treatment for the bleeding was received. The result from the laboratory at 10:00 a.m. Was 3.1 inr. The result from the meter at 1:00 p.m. Was 4.1 inr. No change to dose was made based on the meter result. The patient's therapeutic range was 2.5-3.5 inr.